Event description:
It was reported that a biliary stent detached from the catheter during advancement from a contralateral approach to the target site in the left common iliac artery. Reportedly, the stent detached just distal to the end of the introducer sheath in the left external iliac artery, where it was expanded and implanted. Another biliary stent was successfully implanted at the intended treatment site without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The stent remains implanted and the delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.